Event description:
It was reported that pump experienced malfunction during cartridge change and displayed malfunction code 16, and no other notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode, pump return, and setup of replacement pump settings and continuous glucose monitor connection, and customer understood and acknowledged all instructions.